Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2010-04213 addresses the other device. It was reported to boston scientific corporation that a polypectomy snare was used during a procedure performed on (B)(6) 2010. According to the complainant, a polypectomy snare (manufacturer unknown, but possibly manufactured by boston scientific corporation) used with an endostat ii electrosurgical unit "appeared to be tearing more than cauterizing". It was suspected that the output of the endostat ii electrosurgical unit used in the procedure was low. Following the procedure, the endostat ii unit was tested and reported to be operating correctly. The complainant was unaware of any patient complications as a result of this event. However, attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date, and for this reason, this event shall be reported as an adverse event. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The manufacturer, brand, lot #, manufacture and expiration dates of this polypectomy snare are unknown. (B)(4) - difficult to cut/cauterize. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. (B)(4).